Manufacturer narrative:
Upon follow up the pd nurse reported the patient went into cardiac arrest while performing pd therapy. The caregiver found the patient unresponsive. The emergency medical service was called and the patient was taken to the hospital. While in the emergency room the patient was pronounced dead. An autopsy was not performed. Concomitant medical products: dianeal 1.5%, 2.5% and 4.25%. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. All pressures and temperatures were correct and stable. Internal and external inspection was performed. External visual inspection revealed the door cover was cracked. Internal visual inspection revealed connections were correct and secure, no evidence of moisture or pest infestation, and no internal part damage. A short-simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient died while connected to the homechoice pro. It was not reported what process therapy step the patient was in when they died. There were no issues noted with the device per the reporter. The cause of death was reported as cardiopulmonary arrest; however, it was not reported if an autopsy was performed. It was not reported if the patient was hospitalized prior to the event. No additional information is available.